Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer reported experiencing dizziness and was unable to self-treat. Customer had contact with an unspecified third-party who provided unspecified treatment for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and a follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "may 2023". All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on returned reader. No issues were observed. Reader did not power on with button depression, test strip insertion or usb cable insertion. Reader was connected to pc and software and was not able to recognize the reader. Burnt chip was observed. The returned reader was further investigated and de-cased. A visual inspection was performed using a microscope on the returned reader and the reader printed circuit board assembly (pcba) and burn marks were observed. The reader event log was unable to be reviewed due to pc (personal computer) and software unable to recognize the returned reader. Bench testing was performed on the reader using a digital multimeter. The returned battery voltage was measured to be not within range specification. A known good battery was used for the remainder of testing and the reader unable to turned on. The returned reader was monitored under a thermal camera during operation, where thermal hot spots were observed on ic components, this was indicative of incorrect adapter usage for reader charging. Resistor was measured, any voltage across this resistor is evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the ic components will permanently damage the components and will exhibit hotspots when operation of the reader is attempted. This also will cause the reader from powering on, this aligns with phase 1 observations. The device history record (DHR) was reviewed. The product passed all quality control tests prior to its distribution. No anomalies were found in the record. The reported field event of the reader being unable to turn on was not confirmed to use. Hardware product quality engineering (hpqe) determined that the root cause for thermal hotspots on ic components in stm readers was due to incorrect usb power adapter usage by the customer. Usage of an incorrect usb power adapter to charge the reader will surge critical ic components of the reader with excess voltage/current and permanently damage the reader. This is not possible with the abbott provided usb adapters; therefore, the issue is not confirmed to use due to incorrect adaptor used. At this time cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter were reviewed. The dhrs showed that the libre reader, cable and adapter passed all tests prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer reported experiencing dizziness and was unable to self-treat. Customer had contact with an unspecified third-party who provided unspecified treatment for this issue. There was no report of death or permanent injury associated with this event.